Event description:
During laparoscopic appendectomy, as the surgeon was placing the detached appendix into the endopouch, surgeon pulled the string to grasp the appendix and the endopouch was jammed. The pouch did not grasp the appendix. The device was removed and a new endopouch was used without any difficulty.